Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, at the end of the case, the doctor tried to take out the bag with the specimen, and the bag was ruptured. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.